Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported intermittently that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose was 150 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.